Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the patient was burned on the lip.

Manufacturer narrative:
Alleged failure: patient burn. Probable root cause: safelight design, boot material, light source, use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the patient was burned on the lip.